Manufacturer narrative:
Concomitant medical products: product ID: 37081, product type: extension. Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37081, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the doctor had difficulty and was unable to disconnect components during a normal battery replacement. The issue occurred intra-op. It was stated that the doctor had removed the setscrews but the extension was not moving. They attempted to use a non-ionic solution to loosening any dried fluid in the header prior to calling. They were recommended applying some twisting force and pulling but that did not resolve the issue. It was further stated that the doctor continued to attempt to remove the extension but had to replace the extensions. Additional information received from the rep reported that the cause of the issue was not determined. The doctor tried to twist the extension back and forth to try and loosen. He also injected sterile water in the port. That was done several times. He pulled forcefully at the end to try to remove and it did not budge. A new extension was implanted and tunneled to pocket. It was resolved since they replaced the extension. The ins and extensions were sent back for analysis.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no anomaly. Analysis of the extension, serial # (B)(4), found that the proximal end was stuck inside of the #0-7 connector port. After removal, environment assisted degradation was observed on the outer insulation between the connector sleeves. Conclusion code applies to the ins and conclusion code applies to the extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code applies to the ins and conclusion code applies to the extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.